Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings and a 'hi' message (readings greater than 500 mg/dl) with the use of the freestyle precision neo meter. The customer did not experience any symptoms however initially self-treated with an insulin injection (dose/type unknown). After the self-treatment, the customer fainted and was administered a glucagon injection by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the provided meter serial number was deemed invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the precision strips was reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. A tripped trend review was conducted for the reported complaint and freestyle precision neo meter, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving high readings and a 'hi' message (readings greater than 500 mg/dl) with the use of the freestyle precision neo meter. The customer did not experience any symptoms however initially self-treated with an insulin injection (dose/type unknown). After the self-treatment, the customer fainted and was administered a glucagon injection by her husband. There was no report of death or permanent injury associated with this event.